Event description:
On february 17, 2010, during device evaluation by baxter, the channel a pump head module on a colleague cx triple channel volumetric infusion pump, was found to be inoperable. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version (B)(4) categorized as unremediated.

Manufacturer narrative:
The condition of channel a pump head module is inoperable was confirmed. The condition is due to corrosion, caused by fluid ingress. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4).